Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: 3998cws, lot# n26222, implanted: (B)(6) 2002, product type: lead.

Event description:
Information was received from a patient via a manufacturer representative regarding the patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that during impedance testing, 0-7 were "???, but all others were in range after remeasuring at 3.5 volts. It was reported that a change in therapy occurred in 2012. The patient used to get therapy on both sides of the leg and feet, but now only received it on one side. After checking on the physician programmer, it was discovered that the amplitude on the left side was at 0 volts and the amplitude on the right side was at 6 volts. The manufacturer representative indicated that they were unable to achieve appropriate coverage for the patient's leg. The patient was referred to a neurologist for a lead revision. It was later reported that the cause of the inability to get stimulation on the left side was unknown. The patient needed coverage on their legs and back, but only coverage in the back was achieved. The patient stated that the device stopped covering full pain area 2 years ago, but could not remember if they had fallen or if there was any event contributed to the change in coverage. The date of the neurologist appointment was unknown. Additional information was received from the patient. It was reported that the patient's stimulator was currently not working and the patient needed help with convincing the neurosurgeon that a complete new system should be installed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.